Event description:
The abbott field service representative (fsr) splashed into left eye and face when recapping a serum tube during integration new alinity I processing module, the tube slipped through her hand it bounced off the bench and splashed on her left eye and face during the integration of alinity I processing module. The eyes were cleaned and rinsed with saline. The fsr went to emergency room and treated with collyrium (sterile water- eye wash/eye drops) for one week. The fsr did not receive any further eye treatment after collyrium eye wash/eye drops. The blood tests performed for hiv and hepatitis were run and came out negative. The fsr was wearing ppe at the time of incident but did not wear safety glasses at that time. No further impact to fsr. There was no patient involvement.

Manufacturer narrative:
The abbott field service representative (fsr) was splashed into left eye and face when recapping a serum tube during integration new alinity I processing module, the fsr did not wear protective eyewear at the time of the incident. Trending review did not identify any trends for the issue for the product. An instrument service history review revealed no contributing factors on or around the date of the complaint. The 12-month search for similar complaints did not identify a trend related to the current complaint. The current complaint is the sole complaint ticket for the alinity I processing module (03r65-01) related to face/eye splashing. The alinity ci-series operations manual addresses operator responsibility, biological safety hazards and chemical safety hazards that include wearing personal protective equipment (ppe) and safety awareness where hazards may exist. A labeling was reviewed and found to be adequate. No instrument malfunction was identified. Based on the information within the complaint record a use error may have contributed to the exposure described in this complaint as protective eyewear was not worn while handling human-sourced materials.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The abbott field service representative (fsr) splashed into left eye and face when recapping a serum tube during integration new alinity I processing module, the tube slipped through her hand it bounced off the bench and splashed on her left eye and face during the integration of alinity I processing module. The eyes were cleaned and rinsed with saline. The fsr went to emergency room and treated with collyrium (sterile water- eye wash/eye drops) for one week. The fsr did not receive any further eye treatment after collyrium eye wash/eye drops. The blood tests performed for hiv and hepatitis were run and came out negative. The fsr was wearing ppe at the time of incident but did not wear safety glasses at that time. No further impact to fsr. There was no patient involvement.